Event description:
The balloon was inflated to one atmosphere of pressure on the way to two atmospheres of pressure which corresponded to 12 millimeters. The balloon spontaneously deflated with apparently a longitudinal tear in the balloon.